Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) longevity had decreased from 3 years to elective replacement indicator (eri) in just one month, and review of data analysis revealed the battery voltage was lower than device was projecting. A device replacement was recommended; however, the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted and was planned to be returned to the manufacturer for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) longevity had decreased from 3 years to elective replacement indicator (eri) in just one month, and review of data analysis revealed the battery voltage was lower than device was projecting. A device replacement was recommended, however the device remains in-service at this time. No adverse patient effects were reported. Additional information was received that this device was explanted, and was planned to be returned to the manufacturer for analysis. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) longevity had decreased from 3 years to elective replacement indicator (eri) in just one month, and review of data analysis revealed the battery voltage was lower than device was projecting. A device replacement was recommended, however the device remains in-service at this time. No adverse patient effects were reported.